Event description:
It was reported by the clinical specialist that the endoplege coronary sinus, ep was used for a manually invasive aortic valve replacement. "After an uneventful placement, the device dislodged and perforated the antero/lateral aspect of right ventricle. Pericardial effusion was noted." The md decided to leave the device in place, and proceeded with mini sternotomy incision. Upon completion of valve replacement, the device was removed. A suture was placed to repair the perforation. The patient is in stable condition.

Manufacturer narrative:
There was no stated malfunction of the device, the device was in place and may have contributed to the patient injury. The product was not returned and the root cause could not be determined for this device.therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.